Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner and a cracked reservoir tube lip.

Event description:
The customer reported that he received information regarding the safety notice scroll wrap. Customer stated that he was placing the new reservoir and the lines are not showing up on the display window. Customer wanted to know how to turn off /on the blood glucose reminder on the insulin pump. The customer was advised that updated software would be requested, educated customer on how to view the reservoir volume and how to turn off the blood glucose reminder. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).